Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A pro via 9 guidewire was used during a procedure to treat a lesion in the superficial femoral artery . It is reported that the tip broke off the pro via 9 guide wire in vivo and the physician pinned the detached portion of the wire against the vessel wall with a stent. No patient injury is reported.

Manufacturer narrative:
Product analysis summary: the wire exhibited two sharp kinks 61cm and 143cm from proximal end of the wire. The wire was received broken at the distal section of the dip, the break occurred 1.1cm from the first joint, the coil wire was also broken. The wire was severely twisted at the location of the break. The wire received is 298cm in total length. Approximately 2cm of the tip is missing. Actual wire outer diameter measurements, maximum at joints, along spring, coated core wire met specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Two still images were received showing the detached tip stented against the vessel wall. If information is provided in the future, a supplemental report will be issued.